Manufacturer narrative:
(B)(4). Investigation summary: examination of the returned device revealed the locking mechanism was broken. Examination of the returned device revealed the attune impaction handle had a broken lever. Only the broken lever piece was returned for evaluation. Root cause and corrective action are documented in the CAPA system. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Attune fixed bearing impactor broke on insertion of the fixed bearing implant.